Event description:
Procedure type: rectum resection. After firing, the device could not be removed easily. After removing the device, a leak was noticed on the posterior wall. A new instrument was used to complete the procedure. No bleeding or tissue damage occurred. No pt details available.